Event description:
The pt reported that the down arrow button is intermittently unresponsive. She said that she first noticed the issue about a week prior to the complaint. The pt reported that the pump is not exposed to water, she wears pump clipped to belt or in bra, and she denied signs of damage or tearing to keypad. The pt noted that the down arrow button looks deflated and does not click or spring back as usual.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. The keypad was found to be lifting below the okay button. The down keypad button was intermittently unresponsive during testing. The contrast button required excessive force to activate. During investigation, the contrast and down arrow key contact was observed to be inverted and do not always spring back. The up and okay key contacts became inverted when pressed and do not always spring back. There was evidence of keypad adhesive found under all key contacts.